Manufacturer narrative:
Recall continue: 1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with external devices. Reportedly, the patient stated he forgot to charge the ipg and had not had stimulation for a long time. Consequently, the patient's scs ipg was replaced with a new one and stimulation therapy was restored postoperatively.